Event description:
It was reported that during a shoulder rotator cuff repair surgery, the twinfix anchor was fractured when screwed-in. The device broke inside the patient and it was retrieved by using tweezers. The procedure was completed without a significant delay using a back-up device in the same bone hole. The current patient status is good and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported 5.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture eyelet. The anchor was removed from the inserter and one of the inserter tines that interface with the anchor was observed to be bent. The condition of the device indicates the it was subjected to excessive force during insertion. Per the device IFU 10600571: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. This case reports the twinfix anchor broke inside the patient during a rotator cuff repair procedure. It was reported that that the broken fragment was retrieved, and the procedure was completed without a significant delay using a backup device in the same bone hole. No other complications were reported. The product evaluation confirmed the reported breakage, and stated the condition of the device indicates the it was subjected to excessive force during insertion.